Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date, the device was programmed in the continuous mode to deliver tpn. No further programming parameters were provided. At an unspecified time, the nurse initiated the delivery and the pump, tubing set, and solution container were placed in a fanny pack. After an unspecified length of time, the homecare patient found the device had powered off. No audible alarm tone was noted. An unspecified volume of tpn remained in the container. The batteries were changed and delivery was restarted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.